Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling across the stomach during a laparoscopic sleeve gastrectomy, two black loads were fired, and was switched to a purple load for the third firing. The stapler slowed down, and was very quiet, but the surgeon did not think that the tissue was thick. When the staple load stopped firing, the surgeon thought it ended quick and pressed down a few more times to see if it still had staples left to fire. The stapler was then pressed up to retract the knife blade and when the jaws were opened, it was noticed that the staples only fired half-way across. Another reload was fired to complete the case. There was no patient injury.